Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found upon visual inspection that the pitch up cable was frayed at the distal end. Failure analysis also observed that the pitch cable down was loose. The blue housing was removed and found the pitch cable derailed at the back end. The grip cable was also derailed at the back end. The cable was not sitting on the rail, causing the open and close motion to be off. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the prograsp forceps instrument was not working right, the wires were broken at the wrist of the instrument during a da vinci myomectomy procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.